Manufacturer narrative:
Device evaluated by MFR: a stent delivery system was returned for analysis broken at the port bond and without its proximal shaft and manifold. The manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It was confirmed that the device was a bsc synergy xd mr us 4.00 x 38mm device including part of the shaft polymer extrusion region, balloon, stent (including stent strut confirmation) and tip were consistent in appearance with a bsc synergy xd. The crimped stent diameter of the returned device as well as the distance between markerbands were consistent. A visual and microscopic examination of the stent found stent damage with struts in the proximal to mid-stent region lifted and pulled distally. The undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement of a synergy xd mr us 4.00 x 38mm device. The distance between markerbands was measured using calipers as the stent was damaged and the result was 37.94 mm and this is consistent with a 38mm long stent. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Examination of the tip via scope found no damage to the tip. A visual and tactile examination of the hypotube shaft could not be performed as this section of the device was not returned. The shaft polymer extrusion was examined via scope and a tactile examination was also performed. A break was identified on the shaft polymer extrusion located at 7.5 cm proximal to the distal tip with the rest of the device not returned.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 4.00 x 38mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. When trying to advance the stent through the lesion, the shaft broke. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.